Event description:
It was reported to fresenius that a patient with end stage renal disease (esrd) on continuous cyclic pd (ccpd) for renal replacement therapy (rrt) was diagnosed with peritonitis. No additional information was provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room on (B)(6) 2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unknown) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) vancomycin and ceftazidime (dosages, durations, frequency unknown). The patient¿s peritoneal effluent culture result returned positive for staphylococcus epidermidis, and the patient¿s vancomycin was discontinued. The patient was discharged on (B)(6) 2023 in stable condition and has recovered from the serious adverse events. The pdrn attributed causality to an unspecified touch contamination event, involving the patient¿s failure to sanitize their hands prior to connecting and disconnecting during treatment. Per the pdrn, the events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s). Furthermore, following discharge the patient continued to undergo ccpd therapy utilizing the same liberty select cycler without reported issue.